Manufacturer narrative:
On 6-feb-2025, bwi received additional information indicating that a sl0 sheath (abbott) was used for transseptal. Octaray was used for mapping. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31454758l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a octaray mapping catheter and during mapping phase, the patient experienced a pericardial effusion that required pericardiocentesis. Pericardial effusion occurred during the procedure. The blood pressure dropped significantly during la (left atrium) mapping. The procedure was completed after performing emergency drainage during the procedure. The patient was followed up in the ICU (intensive care unit) after the emergency drainage during the procedure. The patient required extended hospitalization. The patient improved and the prognosis was good. The physician's comment was that the cause was that the catheter advanced to the epicardial side due to the septal puncture site being on the anterior epicardial side (the septal puncture site was not proper). No ablation occurred prior to noting the pericardial effusion. No error messages observed on biosense webster equipment during the procedure.